Event description:
It was reported that the customer received more insulin from the insulin pump than was needed and experienced low blood glucose readings for 24 hours. The blood glucose reading was 134 mg/dl. The customer stated that she resolved the issue by changing the infusion set. She declined troubleshooting, and no further action was taken. The customer had treated by consuming several juice boxes and crackers in order to increase blood sugar levels. The customer also stated that she had another episode where a sensor did not read correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.